Event description:
It was reported that a spectrum iq pump noticed the levophed solution was not flowing when it was set to 10 mcg/min during patient therapy at the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that a spectrum iq pump was not accurately flowing a levophed solution when it was set to 10 mcg/min during patient therapy at the intensive care unit. The device also did not detect an upstream occlusion when the line was clamped. There was no report of patient injury or medical intervention associated with this event. The pump was changed and a new solution was prepared. No additional information is available. The device was received for evaluation. During functional testing, the reported under infusion was not reproduced, the device was found to pass flow rate testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The reported condition was not verified and no correction required. A video was also provided demonstrating that a pump did not alarm upstream occlusion when they clamped the line, however the evaluator inadvertently did not evaluate for the reported symptom. The device is no longer in its received condition and the opportunity to evaluate for the reported undetected upstream occlusion is lost. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.